Event description:
Upon injecting the pt, the technologist noticed fluid coming out of the back of the syringe, past the rubber tip of the plunger, and onto his hands and the sheet covering the pt. The camera room was contaminated.